Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient presented stoma bleeding and abdominal pain to a hospital (gastroenterology department). A gastroenterologist decided to suppress peg-j administration system, rest the fistula for a period of six weeks, and treat with 1gm of augmentin. On (B)(6) 2020, the tubing was removed and the stoma bleeding and abdominal pain resolved. It was reported that the patient has a history of granuloma since 2017 and due to non compliance with poor care for the stomach, the granuloma always become infected.